Event description:
It was reported by customer that the blood flowed past the cap and freely out of the IV line. Can you please provide an exact date of event in format mm-dd-yyyy? Event 1: 4/18/2026, 24g nexiva diffusics ¿ sample not retained event 2: 4/10/2026, nexiva 20g dual port event 3: 03/13/2026, nexiva 18g lot: 5310149. Event 4: 02/09/2026, nexiva 20g dual port ¿ samples retained, can you please provide the material and lot number associated with reported issue? Event 1: 24 guage leaking and saturated, event 2: vent plug fell off during insertion and exposed the clinician to blood. Clinician stared this has happened multiple times during insertion. Event 3: event 4: needle is upside-down and this is how they arrive out of the package. Lot#: 5310143, any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Event 1: no event 2: no, event 3: no event 4: no could you please confirm if any samples are available for return so we can investigate further? Event 1: no, event 2: no, event 3: no event 4: 11 cases pulled from value analysis. Please provide 11 shipping labels for all samples to be returned. 814 each was there any leak? Event 1: yes ¿ leaking was reported at the hub of the IV but no samples were retained for diagnostics.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.